Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7080806, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): lgw, qrb. Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) leads had multiple impedance following a fall. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.